Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the hamilton medical humidifier device failed to meet its specifications at the time of the event while the humidifier was used for treatment. The associated ventilator demonstrated a disconnection. The most probable root cause may be the use of an hfo ventilator such as dräger vn500 with the humidifier hamilton h900 in certain conditions. No correction was conducted at the time of the complaint. A CAPA request is recommended. The conditions of the patient were not indicated. Nevertheless, there was no reported patient or user harm. For annex d the investigator chose "40 - cause traced to another device". This code is not yet available in the esubmitter. Therefore the annex d field remains empty but the code will be marked here in the conclusion.

Event description:
When using h900 and neonatal patient circuits with vn500 ventilator in hfo mode there is always problems on ventilation: vn500 shows continuously "disconection alarm" continously and it can be only corrected if the user change to other active humidifier with another patient circuit. Everytime they combine vn500 in hfo with h900 they have this problem, specially in very small premature babies.